Event description:
It was reported that premature battery depletion was observed. The remaining battery longevity dramatically dropped from the expected longevity at the last follow up. The device reached eri to eos on the same date. The device was explanted and replaced without complication. Patient condition was stable.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.